Event description:
The unit was returned in two separate pieces, one piece was the burr connected to approximately 6 mm of the trifler coil and the second piece was the remaining working length of the catheter which was still inserted in the guide catheter. The guidewire remained in the segment of the working catheter. The distal tip of the guidewire, including the spring tip, was not returned with the device. On further investigation into the complaint description, it was detailed that the burr sheared off the catheter. A scanning electrom microscope (sem) was used to facilitate analysis of the nature of the break (shear or cut). It confirmed that the two separate pieces of coil fitted together, which meant that no portion of the coil was missing. The trifler coil attached to the burr was analyzed via sem for evidence of coil shearing. It was concluded that the breaks were consistent with the coil being cut as evidenced by clean breaks and straight edges on the three coil strands. The sheath did appear to be stretched, which is consistent with some pulling force having been applied to the catheter. However, it appears that according to the evidence analyzed, that the probable cause is not consisted with the complaint description, but more likely that the burr became stuck and the trifler coil had to be manually cut before being pulled out of the calcification. Teeth marks were noted on one section of the coil. The sheath was concealed with blood, which is indicative of insufficient saline flow through the device.

Event description:
It was reported that during a pci/rotablation treatment procedure, the rotaburr became lodged in the lesion, requiring surgical removal. The physician initally used a 1.50 mm rotablator burr on the proximal lad lesion. He removed the 1.50 mm burr and up-sized it to a 1.75 mm burr. The burr was then engaged in the proximal lad. After the physicial was finished with the proximal lesion, he used the same 1.75 mm burr on a lesion in the distal lad. As the physician was working on the second lesion, he heard a "pop." The console continued to run; however, the burr was stuck in the lesion and would not spin. The burr would not advance or pull free. The burr then sheared off of the catheter, and remained lodged in the lesion. The patient was comfortable and stable during this event, but required emergent CABG surgery in order to remove the rotaburr from the lesion and to bypass the artery. The burr was successfully removed. The patient returned to surgery several hours later due to bleeding problems. The physician was aware that the patient had taken plavix on the day of admission.